Manufacturer narrative:
Insulin pump received with a button error alarm due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. Cracks to the display, battery tube and reservoir tube also noted.

Manufacturer narrative:
The device available for evaluation date provided in the initial report was incorrect. The correct date had been provided with this report.

Event description:
It was reported that the insulin pump had alarmed for a button error and that the insulin pump died. The insulin pump had passed the self test. The blood glucose reading was 17.9 mmol/l. The insulin pump had also alarmed for a motor error. The insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.